Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Evaluation/testing of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
Material no. 368608. Batch no. 9136969. It is was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the white part breaks off from black cap. The following information was provided by the initial reporter: "middle white part with a safety shield came off when mla wanted to take off the black cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368608, batch no. 9136969. It is was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the white part breaks off from black cap. The following information was provided by the initial reporter: "middle white part with a safety shield came off when mla wanted to take off the black cap."